Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The distal conductor had blood/body fluid (not obstructed).

Event description:
It was reported that during the implant, the lead was attempted but not used due to the patient's anatomy. A new lead was implanted instead. No patient complications have been reported as a result of this event.